Event description:
It had been years since the pt last used or charged her implantable neurostimulator. The pt was in a lot of pain and wanted to use her device. The pt was seen in clinic. The device battery was overdischarged. A physician mode recharge was completed and then normal recharging was completed. Device interrogation revealed high impedances on all the electrodes. An x-ray did not reveal the source of the high impedances. The pt was considering revision; no decision had been made. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).